Event description:
I started to use the fascia blaster for cellulite immediately after I began I had extreme fatigue and depression. I have a virus in me that was brought out and I have had quite a bit of weight gain. My adrenal glands, estrogen and cortisol have been an issue.